Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: the display was dim, faded and discolored. Unrelated to this issue, the bumper grips were cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and faded. This report is made based on results of investigation completed on 08/14/2015.